Manufacturer narrative:
Concomitant product: eeaorvil21a - eeaorvil21a eea orvil 21mm automaticdv, lot# n3b0526y lf1937 - jaw lap lf1937 ligasure maryland 37cm, lot# 23200141x vlft10gen - vlft10gen ft series energy platformx1, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli 10 according to the reporter, during a laparoscopic wedge, while using the circular stapler, a component disengaged but it did not fall into patient cavity. When using the linear stapler, it did not fire after pressing the green button and squeezing the handle. A new circular stapler and reload with the same linear handle were used to resolve the issue. There was no patient injury. Pli 30<(>&<)> 40: according to the reporter, during a laparoscopic wedge, the device was not cutting sufficiently. There was no patient injury.